Manufacturer narrative:
Additional information received from the customer clarified specific testing details. The customer reported seven false negative results that were confirmed with pcr. The subsequent additional information received by the customer identified an additional 49 false negative results. Based on this information, this is now report one (1) of fifty-six (56). It was reported pcr confirmation testing using thermo fisher platform was performed on (B)(6) 2021 on an oropharyngeal swab and generated positive results (CT value 31.4). Per the customer, the patient was symptomatic. For the initial 7 false negatives, reference MFR. Report: 1221359-2021-03769 through 1221359-2021-03774. For the subsequent 49 false negatives, reference MFR. Reports: 1221359-2021-03775 through 1221359-2021-03822; 1221359-2021-03435.

Manufacturer narrative:
The investigation is still in progess. A supplemental report will be provided after completion.

Event description:
The consumer reported (7) seven false negative result with the binaxnow covid-19 ag card. Confirmation testing was performed with pcr and generated positive results. No additional individual patient information, including patient treatment and outcome was provided.

Manufacturer narrative:
Additional information: (lot #, UDI).

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 131522 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot: 131522, test base part number 195-000 / lot: 131522. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 131522 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could possibly be related to the specific patient samples. Related reports: 1221359-2021-02489, 1221359-2021-03769 through 1221359-2021-03774.